Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. E.1. Initial reporter e-mail: unknown. G.5. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was a full run of vaginal panel positive patient results. Samples were repeated on another max run but gave indeterminate results due to a positive control failure. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Customer reported run of mvp on side an all went positive, customer insisted that there was no contamination. Customer stated they ran positive control for mvp and had indeterminate results (inds) software error. Service cleaned stripper assembly sensors, performed selftest on heater muxs, pump check and checked pump tubing for damage. Service replaced pump and tubing, performed a qualification run successfully; and the instrument was turned back over to the customer. This complaint is a confirmed failure of the instrument based on the service investigation. The root cause is attributed to damage pump tubing. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was a full run of vaginal panel positive patient results. Samples were repeated on another max run but gave indeterminate results due to a positive control failure. There was no report of patient impact.